Event description:
We received a letter of the patient informing us on a broken g3 nail after one months.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the complaint failure mode was confirmed. The review of the risk assessment indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. The results of the investigation performed indicated that the nail broke in a fatigue fracture most likely initiated by intra-operative material damage and contributed to by overload caused by the patient¿s condition.

Event description:
We received a letter of the patient informing us on a broken g3 nail after one months.